Event description:
Edwards received information that a 19mm bioprosthetic aortic valve, implanted approximately seven (7) years and three (3) months, was explanted due to severe prosthetic aortic valve stenosis and prior coronary bypass. The explanted device was replaced with a 23mm different model valve. The operative report indicated that "once the valve was out, the major finding was the old prosthetic valve had completely rigid and calcified left coronary leaflet. The other leaflets were still mobile but relatively stiff. There was no significant pannus ingrowth in this valve." The patient had good prosthetic valve function with no perivalvular leak following the procedure. The device was discarded at site.

Manufacturer narrative:
The explanted device was not returned to manufacturer as it was discarded. Without return of the device the reported clinical observation cannot be confirmed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.